Event description:
Per (B)(6) clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.

Manufacturer narrative:
This report is submitted on august 19, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on january 6, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear implant during the same surgery. This report is submitted on december 15, 2022.